Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - failure of the printed circuit board. - front panel is lit always. - flat cable is corroded. - flat cable is deformed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the dp board (printed circuit board) is considered to have influenced the occurrence of the phenomenon indicated by the customer. A root cause could not be identified for the additional malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance, the subject device exhibited no image. There were no reports of patient involvement.